Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint was confirmed. The device exhibited analog ic-u1 damage. The ipg was damaged due to the use of plasma cautery during the previous procedure.

Event description:
A report was received that the patient would experience a shocking sensation when attempting to link the remote control to the ipg. The patient had a prior surgery in which electrocautery may have been used. The patient underwent a revision procedure and the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the physician does not suspect malfunction of the ipg.

Event description:
A report was received that the patient would experience a shocking sensation when attempting to link the remote control to the ipg. The patient had a prior surgery in which electrocautery may have been used. The patient underwent a revision procedure and the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient would experience a shocking sensation when attempting to link the remote control to the ipg. The patient had a prior surgery in which electrocautery may have been used. The patient underwent a revision procedure and the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient would experience a shocking sensation when attempting to link the remote control to the ipg. The patient had a prior surgery in which electrocautery may have been used. The patient underwent a revision procedure and the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).